Manufacturer narrative:
The company representative was able to replicate the reported event. The illuminator was replaced to address the issue. The system was tested and found to meet product specifications. The illuminator was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The illuminator was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious non-conformities. The returned module was installed into a system, which started up without any system messages. A system message displayed on the screen when ports 1 and 2 of the illuminator were turned on. No light was coming out from both ports. The original xenon lamp was replaced with a known working lamp. The module was retested, and no more sm displayed when illuminator ports 1 and 2 were turned on. The module then passed all functional tests the root cause of the reported event is attributed to the nonconforming lamp within the table top illuminator manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console presented an error message and both port one and port two were not working. Procedure details and patient impact were not reported. Additional information has been requested. Additional information received clarifying that surgery was completed using auxiliary ports and no patient harm was reported.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.10. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The system was found to functionally exhibit no problems during an onsite assessment. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).